Event description:
Retention dome break during traction removal. The indwelling period was 210 days. The dome portion fell into the stomach.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. The retention dome of the genie ii pull peg tore from the shaft of the peg tube. Portions of the dome were still adhered to the peg tube. The complainant indicates the device had been in place for 210 days. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process; however, the complaint sample will be forwarded to the mfg facility for further review. A chr of lot # hurd1633 showed no other similar product complaint(s) from this lot.